Event description:
On (B)(6) 2010, patient reported the up button on his infusion device is defective. Patient stated he noticed the issue approximately 2 months ago while attempting to perform a bolus. Patient reported the infusion device would eventually respond to pressing the button, but now will not respond at all. Patient stated the button pops back up as normal. Patient has already switched to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.